Event description:
A report was received that the patient underwent a pocket revision due to charging difficulties. The battery had flipped upside down. During the procedure, the physician implanted a new device. The patient was reportedly doing well after the revision.

Manufacturer narrative:
Device was returned for analysis, and findings were that device exhibits normal device characteristics. This is a final report.